Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address significant hip pain and suspected reaction to metal. A greenish-yellow fluid was found inside the joint capsule. The proximal femur was deteriorated, and although the stem was well-fixed distally, it was removed because it was not fixed in the proximal area.